Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user performed a full supply change and delivered 1.8 units of insulin, observed no leaks at the infusion site or pump, then removed the cartridge and found the plunger positioned sideways inside the cartridge, at which point insulin poured out; a cartridge replacement was completed with phone support, and the user was advised to contact their healthcare provider regarding limited remaining insulin and to call back if blood glucose issues occurred after 90 minutes. Symptoms included no reported adverse physiological effects. Outcomes included no reported injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included on-call triage and remote troubleshooting focused on the cartridge and plunger assembly. Investigation of this case revealed evidence consistent with a cartridge plunger misalignment leading to loss of insulin from the cartridge, which aligns with a cartridge leakage event involving the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user handling or technique during cartridge installation leading to plunger mis-seating.